Event description:
It was reported that during routine device change out, an externalized conductor was observed via fluoro. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.